Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and damage (physical or cosmetic). The customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia and treated with manual injection/insulin pen and discontinue use of insulin delivery system. The event involved product(s) mmt-1780kl, mmt-332a, mmt-368a. Troubleshooting was performed for damage and indicated pump replacement. Troubleshooting was declined for hyperglycemia. No further patient complications were reported. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-368a.

Manufacturer narrative:
Pump received with severely broken battery tube threads and the battery cap would not stay screwed in place due to broken battery tube threads. The battery cap was taped to the battery tube to hold the battery cap in place for testing. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, broken battery tube threads and missing display window cover. Confirmed broken battery tube threads during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.